Event description:
The hospital reported that during the saphenous vein harvesting procedure, toggle broke on six scissors causing the scissors not to open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any complications.